Event description:
It was reported that there were high thresholds, no capture at maximum output, unipolar sensing less than 2 mv, and an inability to sense in bipolar. The rv (right ventricular) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2014. (B)(4). Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed. Medtronic